Manufacturer narrative:
Device evaluated by MFR: a 12 x 2.50mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on proximal stent strut row, stent struts were lifted. The undamaged section crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent device was faulty. During a percutaneous coronary intervention (pci), a 20 x 2.50 promus premier select was noted to have had fault in the material. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, device returned and analysis revealed stent damage.